Event description:
Defibrillator did not charge or discharge during "code" situation. Failure of energy transfer switch attributed to malfunction another defibrillator was substituted so there was no adverse outcome to pt.